Event description:
It was reported that the gold markers on a cook zenith flex aaa endovascular graft bifurcated main body were misaligned. The patient underwent an endovascular aortic repair (evar) procedure for an abdominal aortic aneurysm (aaa). The cook zenith flex aaa endovascular graft bifurcated main body was being placed. It was reported that the gold markers located on the proximal end of the graft were misaligned, making it hard to see the top of the graft under fluoroscopy imaging. The device was able to be implanted. However, it was not placed in the intended location. No procedural notes are available for the investigation. Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Manufacturer narrative:
H3 - device evaluated by mfg: device not returned to manufacturer. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.